Event description:
Tpn (total parenteral nutrition) hung with sigma pump tubing per unit protocol at 2100. At 0500 the next day, rn noted that tubing felt wet, but no visible leaks were seen. At 0600 rn noted that tubing again felt wet and sticky. Upon closer inspection, sigma pump tubing found to be leaking from y-site below level of pump. Md notified, new ivf ordered and plan to change out tubing and ivf asap. Tubing to be saved for further inspection.